Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.